Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient revised for corrosion between metal liner and shell. Update 1/26/2012 - litigation papers were received. Litigation alleges that after surgery, the friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implant. As a result, the patient began experiencing severe pain and discomfort and inflammation in his right hip and groin area. Patient also experienced pain and discomfort in his right hip when moving to and from a sitting position and when walking. He also could not walk long distances and had limited range of motion and pain and discomfort when rotating is right leg inward. He also walked with a limp. The complaint was reopened to add the femoral head. Update: 11/14/2012 medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update 2/8/2016-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, synovitis, inflammation, and corrosion/metallosis behind the liner. Lab results indicated elevated metal ion levels. The stem is being added to the complaint. The complaint was updated on:2/29/2016.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
There is no new allegation reported. Updated patient's initials.

Manufacturer narrative:
Product complaint # (B)(4).investigation summary : no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.